Event description:
It was reported to medtronic minimed that the customer experienced time/clock anomaly. The customer experienced hyperglycemia and was treated with insulin pump in emergency medical service. The customer reported blood glucose value of 330 mg/dl and was feeling unwell. The event involved product mmt-1886. Troubleshooting was performed. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue with troubleshooting. It was unknown whether customer had been using autoguard feature at the time of event. No further patient complications was reported. The customer discontinued the use of the pump. Mmt-1886 was requested and customer responded that the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.22 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay peeling, a stained keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label missing. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for time/clock anomaly was not confirmed. However, pump error 63 alarms (twi) (file number: 2017 line number: 147) was confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.